Event description:
It was reported that during a low anterior resection procedure, the staples were unformed and a leak occurred with the circular device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.